Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. It was reported that the patient had symptoms and was found to have had a neurologic event. The patient was unable to move their left arm, had difficulty talking and swallowing. The neurologist believes that the stroke was caused by hypotension; the MRI showed negative. The physician stated the event was related to the procedure. No additional clinical sequelae were reported and the patient will undergo rehabilitation.

Manufacturer narrative:
(B)(4).